Event description:
It was reported that the patient's stimulation device was removed due to infection. No specific symptoms were reported. The hcp indicated there was no further injury to the patient.